Manufacturer narrative:
(B) (4).

Event description:
Follow up information from the patient indicated that she had not visited with her physician because of financial issues. Her device was "not working right". Specifically, she had incomplete bladder emptying and urine retention for which she had to self-catheterize 4 times a day. The patient was scheduled to see another healthcare professional in (B) (6) 2010. She was reported as still having problems with her device system.